Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-13864. It was reported that the patient was brought into the lab for a pocket revision. The reason for the pocket revision was unknown. Upon initial x-ray, the slack was noted to be depleted on the right atrial (ra) lead. The ra lead numbers were stable prior to the procedure. The ra lead was explanted and replaced, and the procedure was completed. The patient was stable.